Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was told at the hospital that her blood glucose fluctuations were nothing to worry about. The customer stated she had been having low blood glucose levels in the daytime and night time. Her blood glucose level at the time of the report was 54 mg/dl. The customer declined troubleshooting and was advised to contact her health care provider. The product is not being returned. Nothing further was reported.